Manufacturer narrative:
Concomitant products: tsrh instrumentation, p-mesh ring, allograft, icbg, rhbmp-2/acs (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient presented with l5-s1 spondylolisthesis. The patient underwent 1) l5-s1 anterior lumbar interbody fusion (alif) and and posterior fusion, 2) insertion of non-segmental instrumentation, and 3) repositioning of anterior interbody using tsrh instrumentation, p-mesh ring, rhbmp-2/acs, cancellous allograft bone, and right iliac crest bone graft (icbg). Six months post-op, it was noted that unspecified implant was prominent and symptomatic for patient. Patient symptoms were not specified. The patient experienced moderate radiculopathy/dysesthesia six months post-op which was assessed as "not related" to implant or surgical procedure. Eleven months post-op the patient underwent posterior exploration and fusion with removal of hardware. The patient was last seen for follow up at 27 months. Bone healing was assessed as healed/fused.